Event description:
A resident was in a shower chair and had just completed her shower when the chair collapsed causing the resident to fall.

Manufacturer narrative:
After talking with facility, it was stated that the pipe broke free from the fitting sockets in three places. Sent a new chair to the facility and will get the broken chair back, which hasn't arrived yet. We will inspect the chair and follow up with additional info if any is found.